Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional fractured during the trialing process.

Manufacturer narrative:
This report is being amended to reflect changes. One persona articular surface provisional (ps tasp) top was returned with the complaint for review. The visual inspection of the tasp top confirmed that the tasp fractured in 2 pieces along the central post. During device exam, it was observed there were heavy cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The product lot number has therefore been in the field for approximately two years and three months. It is unknown how many times the device is being used. This device is used for treatment. The ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The corrective actions investigation was opened for the breakage of all tasps. This recall contains this product related lot number. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. This root cause can be said to be a previously addressed design issue.

Event description:
No further event information available at the time of this report.